Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0177612 ¿ device expiration date : 07/31/2025, ¿ device manufacture date : 06/25/2020. Lot # : unknown ¿ device expiration date : unknown, ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd insulin syringes with bd ultra-fine¿ needles hubs separated from the device. The following information was provided by the initial reporter : the consumer reported needle hub separation, stating 4 syringes from current box affected and 6 syringes from the previous box affected. Date of event : unknown. Samples : available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0177612. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 10 bd insulin syringes with bd ultra-fine¿ needles hubs separated from the device. The following information was provided by the initial reporter : the consumer reported needle hub separation, stating 4 syringes from current box affected and 6 syringes from the previous box affected. Date of event : unknown. Samples : available.

Event description:
It was reported that 10 bd insulin syringes with bd ultra-fine¿ needles hubs separated from the device. The following information was provided by the initial reporter : the consumer reported needle hub separation, stating 4 syringes from current box affected and 6 syringes from the previous box affected. Date of event : unknown, samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 2/7/2022. H.6. Investigation: customer returned (5) loose 0.3ml bd insulin syringes. The consumer reported needle hub separation. The returned syringes were examined, and it was observed that all 5 exhibited a detached needle hub/shield assembly. No damage to the barrel tips was observed. A review of the device history record was completed for batch # 0177612 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated.